Event description:
It was reported that during a da vinci hysterectomy procedure, the cable on the pk dissecting forceps instrument broke. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The pk dissecting forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument conductor wire was broken at the yaw pulley exit. The wire was detached from its connection at the grip. Electrical continuity failed. The yaw pulley did not show any signs of arcing. Failure analysis investigation also found that the instrument pitch cable was frayed at the distal clevis hub. No other damage was found at the clevis. Additionally, there were mechanical indentations at the edge of the distal pulley and visible scratches on the surface of the pulley and the distal end of the instrument's main tube exhibited various scratch marks with light material removed and had a rough surface finish. The scratches were short in length and were not axially aligned with the tube. No other damage was found. It was concluded that the damage to the distal pulley may have been due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.